Event description:
Related manufacturer reference number: 2017865-2022-44667. It was reported that the patient presented for an explant procedure. Upon interrogation, prior to the procedure, it was noted that the atrial and right ventricular - rv leads exhibited high capture threshold. During the procedure, it was noted that the helix of both the atrial and rv leads failed to extend. Upon attempt to implant a new atrial lead, it was found that the sealing ring detached from the atrial lead. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the reported event of elevated capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix retracted and clogged with blood/tissue. X-ray found damage to inner coil consistent with procedural damage. After cleaning, the helix was able to be extended and retracted by applying torque directly to the inner coil meeting device specifications. Electrical testing found shorting between the conductor paths due to damage to the lead occurring at time of procedure. The reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.